Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
During follow-up, pause episodes were observed due to undersensing. Technical support was contacted and suggested reprogramming the device to resolve the issue. Reprogramming is anticipated to be performed at the patients follow-up. The patient was in stable condition and experienced no adverse health consequences.